Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - no anomalies found. On (B)(6) 2011, the telemetered batt. Voltage was 2.78v while the daily batt. Voltage measurement was 2.81v. This difference is within expectations (<150mv). Eri would be imminent on this device should ramware v8 be installed, but eri has not been tripped on this device as it still had v2 at time of interrogation, which uses a 2.59v eri trip value.

Event description:
It was reported that on the carelink report the device's battery voltage showed to be 2.78v which is lower than the new eri (elective replacement indicator) point of 2.81v. It was also reported that the lead had high ventricular thresholds. The device was removed and replaced. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.